Event description:
On the third staple firing, there was a misfire of the green load stapler with an approximately 3-4 cm of staples not being formed. Causing a hole in the stomach. Stapler was removed, stitches were placed to repair the hole.